Manufacturer narrative:
This device referenced in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the distal end of the subject device broke inside the patient and there was patient injury during an unspecified procedure. No detailed information about the patient injury and outcome has been obtained. It was also reported that additional medical intervention was required to remove the subject device from the patient and the procedure time was extended.

Manufacturer narrative:
This supplemental report is being submitted as additional information has been obtained as follows. During the procedure, a laser fiber was concomitantly used with the subject device. The bending section of the subject device suddenly broke, which resulted in a broken laser fiber. The subject device could be removed from the patient, but the broken laser fiber was still inside the patient. The user removed the laser fiber with a semi-rigid ureterorenoscopy endoscope. The user facility expected that the patient would recover normally. The device referenced in this report has been returned to olympus (B)(4). During the evaluation by (B)(4), it was confirmed that the bending tube of the subject device was broken, there was a hole and air leak on the bending rubber, and a cable support fixed on the bending tube was deformed. It was also confirmed that the venting connector of the subject device was detached and there was corrosion at the control section. The exact cause of the reported event could not be conclusively determined, but it might be a possible cause of the broken bending tube that the subject device was forcibly inserted into the ureter or calix. The instruction manual contains several statements in an effort to prevent bending section damage. ¿do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.¿ ¿do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist.¿